Event description:
Patient had initial implant on (B)(6) 2009 of a 25-16-120bl bifurcated device and a 28-28-95rl proximal extension. A slight proximal type I endoleak was noted; the physician thought the leak might resolve itself so left the leak for monitoring. At a later date the patient had a cat scan and on CT it was noted that what was thought to be a type I endoleak was actually a type iii endoleak. A p5010 palmaz stent was placed between the bifurcated stent graft and proximal extension which resolved the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met criteria for indications for use. No conclusion can be drawn.

Event description:
Patient had initial implant on (B)(6) 2009 of a 25-16-120bl bifurcated device and a 28-28-95rl proximal extension. A slight proximal type I endoleak was noted; the physician thought the leak might resolve itself so left the leak for monitoring. At a later date the patient had a cat scan and on CT it was noted that what was thought to be a type I endoleak was actually a type iii endoleak. A p5010 palmaz stent was placed between the bifurcated stent graft and proximal extension which resolved the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn.